Event description:
It was reported that a cartridge change error occurred. The customer reloaded the same cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.